Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5122121/5122212.

Event description:
It was reported that the patient scs system is not helping the pain. The patient underwent an explant procedure wherein scs system was removed. The patient was doing fine post operatively. The explanted device will not be return.